Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The lead was returned with an extrinsic fracture/cut on the svc exposed coil. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) had been triggered due to a high number of short interval counts (sic) as well as non-sustained tachycardia (nst) episodes resulting from oversensing on the right ventricular (rv) lead. The episodes could not be duplicated with provocative testing. The physician decided to open the pocket in order to assess the lead at which time a break in the proximal portion of the lead was discovered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.